Event description:
The trilogy 100 ventilator was returned to the manufacturer service center for maintenance. The device was not in use on a patient at the time of the occurrence.during the evaluation of the trilogy 100 ventilator, a critical error code in relation to internal li-ion battery permanent failure was recorded in the device event log. In conclusion, the internal battery needs to be replaced to resolve the issue.  The repairs have not yet begun due to (awaiting internal battery).additionally, during the evaluation the allegation of screen issues could not be confirmed. Components were replaced as part of maintenance of the device or due to cosmetic/physical damage.if any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The reported failure of internal li-ion battery permanent failure is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.